Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, additional information received indicated that the device could not be properly reprocessed prior to returning to olympus for evaluation due to a malfunction during reprocessing. The presence of foreign material is likely due a deviation from the reprocessing instructions; however, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the during the evaluation the issue was determined due to insufficient reprocessing. In addition, other issues found included the grip had a scratch, suction cylinder had no color, right/left and the up/down knobs had a scratch, switch box had a scratch, and due to deformation of plug unit, the water tightness was lost, also due to a scratch on the c-cover, the insulation resistance value at the distal end did not meet the standard value and the connecting tube had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a channel 5 error. The device was returned for evaluation. During the device evaluation, it was found that the jet-tube, plastic distal end cover and the bending cover section glue had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.